Manufacturer narrative:
(B)(4).

Event description:
It was reported that the review of electrograms showed myopotential oversensing on the device. The device was reprogrammed. Patient monitoring will continue with routine follow up.